Manufacturer narrative:
It was reported the electrical cord emitted a spark. Exam of the cord revealed a break at the entrance to the strain relief area near the switch. Although this is not a statistically significant complaint and may be due to misuse or failure to follow instructions on the part of the consumer, we have initiated consultation with our vendor regarding this issue. We will monitor this issue in a continuing effort to reduce similar complaints in the future.

Event description:
It was reported the electrical cord emitted a spark.